Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a defect or hole in the filter of a clearlink system non-dehp extension set which resulted in a small leak. This issue was identified during patient infusion. To resolve the issue, the set was replaced and the infusion restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; therefore a device analysis could not be completed for that sample. However, a photograph of a companion sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the companion sample photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: f1 (facility or importer) f1: user facility will be omitted. Should additional relevant information become available, a supplemental report will be submitted.